Manufacturer narrative:
Based on the calibration and qc data, there is no information to suggest a reagent or instrument issue. The customer used a centrifugation time of 8 minutes at 3500 revolutions per minute (rpm). Based on the type of sample tubes used, the recommended centrifugation time is 10 minutes in a swinging bucket centrifuge and 15 minutes in a fixed-angle centrifuge at 1000-1300 g. The alarm traced from the day of event showed 3 sample foam detection alarms and 6 sample clot detection alarms. Based on a review of sample images, there is no indication of a sample quality issue. Based on the information available, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 406 pg/ml. The sample was repeated as this result did not correspond to the patient¿s clinical picture. The repeat result on a different e801 module was 3.75 pg/ml. This result was believed to be correct.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration and qc were acceptable. The investigation is ongoing.